Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was impacted, however the exact value was not provided. As the occlusion alarm occurred prior to contacting tandem technical support and the customer declined to troubleshoot, a possible cause of the occlusion was unable to be determined.